Event description:
It was further reported that the expected reservoir volume was 8.7 milliliters (ml), however, the actual volume was 11.0 ml.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of underdose that included increased spasm and tremor. The symptom's resulted in in-patient hospitalization. The health care provider (hcp) also reported possible catheter dislodgement. The pump was interrogated and the returned results showed the pump functioned normally with four months until its end of life date on (B)(4) 2013. On (B)(6) 2013 the hcp reported that he adjusted the patient's lioresal dose by administering a "surge in baclofen" and an increase in dose of either intrathecal or oral baclofen. On the same day, the patient underwent an x-ray to visualize the catheter, which showed that the catheter moved from the t1 position to the t8 position. The hcp suspected that the patient's symptoms were possibly related to the catheter migration. The patient's symptoms resolved without sequelae on (B)(6) 2013. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).